Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set line was kinked below the drip chamber, allowing air bubbles to form in the line. The following information was provided by the initial reporter: "patients buretrol line continued to have large air bubbles. Noticed that the top of IV line, below the drip chamber connecting to the rest of the tubing had a significant kink in it. We received the patient with this line already connected. Tubing was removed and exchanged for tubing without defects."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
A complaint of set being kinked and having air bubble was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. There was a kink in the tubing right below the drip chamber. The set was then attempted to be primed but no fluid could flow through the set. A device history record review could not be performed on model 10015012 because the lot number is unknown. Possible lots were determined using the smartsite ids. The device history review was completed with these lots. A device history record review for model 10015012 lot number 21105445 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095094 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21105039 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. An investigation was performed and the root cause for this damage was determined to be excess amount of solvent being added to the connection site of the drip chamber and the tubing, as well as poor coiling of the product during packaging. A quality alert was issued where proper solvent dispenser use, good manufacturing practices and the proper coiling procedure were reinforced. As of (B)(6) 2022, corrective actions including defined specifications for bushing groove and a change in pin size on dispenser to reduce amount of solvent, were added to prevent this defect. The defective lots were produced prior to these changes being completed. On (B)(6) 2023, improvements to the coiling method were added to the procedure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.